Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two extractor pro rx balloons used during the same procedure. Manufacturer report# 3005099803-2016-00412 pertains to the first device, and manufacturer report# 3005099803-2016-00413 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on an unknown date. According to the complainant, during the procedure, the balloon burst, and upon removal it was noted that the distal tip detached into the patient's cbd. Another extractor pro was used to try to remove the detached tip; however, the distal tip of this extractor also detached into the patient's cbd. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two extractor pro rx balloons used during the same procedure. Manufacturer report# 3005099803-2016-00412 pertains to the first device, and manufacturer report# 3005099803-2016-00413 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on an unknown date. According to the complainant, during the procedure, the balloon burst, and upon removal it was noted that the distal tip detached into the patient's cbd. Another extractor pro was used to try to remove the detached tip; however, the distal tip of this extractor also detached into the patient's cbd. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. ***additional information received on march 8, 2016. The procedure was performed on (B)(6) 2016. The detached tips were unable to be retrieved from the cbd. A second ercp procedure was performed but was also unsuccessful in retrieving the tips. The patient was referred to a specialist in order to have the tips removed. No patient complications have been reported as a result of this event. The patient received a dose of painkiller but was otherwise stable.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found that the distal tip was detached and not returned with the device. It was noted also that the c-channel was torn and the catheter had two kinks. Functional analysis was unable to be performed due to the detached distal tip. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two extractor pro rx balloons used during the same procedure. Manufacturer report# 3005099803-2016-00412 pertains to the first device, and manufacturer report# 3005099803-2016-00413 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on an unknown date. According to the complainant, during the procedure, the balloon burst, and upon removal it was noted that the distal tip detached into the patient's cbd. Another extractor pro was used to try to remove the detached tip; however, the distal tip of this extractor also detached into the patient's cbd. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on march 8, 2016 the procedure was performed on (B)(6) 2016. The detached tips were unable to be retrieved from the cbd. A second ercp procedure was performed but was also unsuccessful in retrieving the tips. The patient was referred to a specialist in order to have the tips removed. No patient complications have been reported as a result of this event. The patient received a dose of painkiller but was otherwise stable.